Event description:
It was reported that the customer's insulin pump alarmed motor error several times during bolus delivery. Troubleshooting was performed. Assisted the caller to run the self test and passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. However, the motor was tested outside of the unit and passed the motor test.